Event description:
The manufacturer received information alleging a ventilator had no airflow. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation of a trilogy device allegedly having no airflow. The device was not in patient use. The device was evaluated by the manufacturer's service center. The customer's complaint was not confirmed. The device operated and alarmed to design specifications.